Event description:
It was reported that during pre-testing the attachment device was "running hot". There was no patient involvement during the time of the reported condition as the device was not used in surgery. The reporter stated the scheduled surgical procedure was completed without delay, and an identical spare device was available for use. There was no patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).